Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open inguinal hernia procedure, while dissecting, the balloon physically broke. A piece of the balloon fell into the patient¿s cavity and they were able to pick it up using a regular access instrument. They used another device and discarded the first one to complete the case. There was no patient injury.